Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent delivery system (sds) was inserted to treat the perforation in the first obtuse marginal coronary artery. The sds was inserted, but it was unable to cross the vessel. The sds was reportedly too big. The percutaneous intervention continued. Afterwards, a non-abbott covered stent was successfully used to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.